Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0 x 200mm, 150cm ranger drug coated balloon was selected for use in a percutaneous transluminal angioplasty. During the first inflation at 6 atmospheres for 3 seconds, the balloon ruptured from a pinhole located at the tip. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.